Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh 102 i.u. Plus blood collection tubes had low draw. This was discovered during use. The following information was provided by the initial reporter: this lot of the tubes didn't draw sufficient volume of blood. Customer requested to conduct drawing test.

Event description:
It was reported that bd vacutainer® lh 102 i.u. Plus blood collection tubes had low draw. This was discovered during use. The following information was provided by the initial reporter: this lot of the tubes didn't draw sufficient volume of blood. Customer requested to conduct drawing test.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.